Manufacturer narrative:
This report is submitted on october 07, 2022.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant and reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with a new device during the same surgery. This report is submitted.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.